Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, and the right atrial (ra) lead had observations of loss of capture and high out of range pacing impedances greater than 2000 ohms when in bipolar configuration. The device was explanted and replaced, and during the procedure the lead was tested several times within normal limits in unipolar configuration using the pacing system analyzer and the new device. The physician elected to leave the lead implanted and in use. The device was returned for analysis. No adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected and setscrews moved freely. Review of memory noted no suspicious fault codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report loss of capture and high out of range pacing impedances.